Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can require emergency medical evaluation and inpatient management and is consistent with the reported admission and treatment with IV dextrose. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia with multiple low glucose alerts and a period of urgent low glucose, followed by insulin suspension and later resumption. Clinical assessment noted the user had recently started an sglt-2 inhibitor, which was believed to contribute to increased hypoglycemia risk, and documentation indicated inconsistent hypoglycemia treatment behavior. In addition, a tubing fill/prime of approximately 4 units occurred prior to the glucose decline; while a full rewind was completed, unintended insulin delivery during the change process cannot be excluded. The user was re-trained, a factory reset and re-education were completed, and the sglt-2 inhibitor dose was reduced per hcp. Based on available information, no abnormal ilet device performance was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 31-jan-2026 it was reported that on 30-jan-2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl. The user was transported to the hospital and admitted, treated with IV dextrose, and discharged (B)(6) 2026. No long-term health effects were reported.